Manufacturer narrative:
One fluid warmer was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual inspection of the device found it to have wear and tear damage to enclosure, front cover, water tank cover, drain fitting, reflux plug 390, and line cord. Device underwent functional testing, confirming the reported customer complaint. No alarm sounded as a result of a faulty pcb. The problem source has been determined to be other.

Event description:
Information was received that device has no audible alarm. No adverse effects reported.